Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'pump failed to detect an upstream occlusion while on the high pressure setting' which the evaluator experienced as a false downstream occlusion alarm. The reported system was verified through a review of the event history log by the presence of multiple "downstream occlusion!" Alarms and found to be caused by the force sensor being out of calibration. The force sensor was calibrated to correct this condition. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified or reproduced. The device was found in specification in relation to the reported 'failed flow test' when the pump was tested for flow accuracy and passed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow test. It was also reported that the pump failed to detect an upstream occlusion while on the high pressure setting. There was no patient involvement associated with this event. No additional information is available.